Manufacturer narrative:
5076-45 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was non-capture at max output on the right ventricular (rv) lead. There was also undefined impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.